Event description:
It was reported that during cleaning at the user facility the pin collet was producing metal shavings. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Upon visual inspection, the metal driveshaft was found to be scored. The device was discarded by the manufacturer.

Event description:
It was reported that during cleaning at the user facility the pin collet was producing metal shavings. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.